Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed in the pump history file on the event date 27-apr-2022. 04/27/2022 07:43:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1. 04/27/2022 11:51:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.2 bolusamountdelivered = 2.2. 04/27/2022 13:10:18.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 5 bolusamountdelivered = 5. 04/27/2022 16:16:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2. 04/27/2022 21:10:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed in the pump history file on the event date 27-apr-2022. 04/27/2022 07:43:58.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 1.1; bolusamountdelivered = 1.1; 04/27/2022 11:51:10.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 2.2; bolusamountdelivered = 2.2; 04/27/2022 13:10:18.000 normalbolusdelivered; bolusprogrammingmethod = preset bolus; normalbolusamountprogrammed = 5; bolusamountdelivered = 5; 04/27/2022 16:16:22.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 1.2; bolusamountdelivered = 1.2; 04/27/2022 21:10:20.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 3.2; bolusamountdelivered = 3.2. The pump passed the required testing. Unable to confirm alleged low bg's. Possible over delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.